Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician isolated the issue to a frayed brake block cable. He replaced the brake block to repair the bed.